Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the needle bent during the injection and the needle did not enter the injection site. Also, the injection site was wet after the injection. This pr captures the occurrences on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 verbatim: consumer stated last week on friday she completed her injection and she was all wet at the injection site.stated she looked down and couldn't find the needle.stated she then saw the needle and it was bent and did not go in to her injection site.stated yesterday the same thing happened and she is not using the 2nd gen pen needles anymore.lot # unknowncat # 320550 date of event: (B)(6) 2021 and (B)(6) 2021 samples: yes, sending mail kit".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the needle bent during the injection and the needle did not enter the injection site. Also, the injection site was wet after the injection. This pr captures the occurrences on (B)(6) 2021 , (B)(6) 2021 and (B)(6) 2021. Verbatim: consumer stated last week on friday she completed her injection and she was all wet at the injection site.stated she looked down and couldn't find the needle.stated she then saw the needle and it was bent and did not go in to her injection site.stated yesterday the same thing happened and she is not using the 2nd gen pen needles anymore.lot # unknowncat # 320550 date of event: (B)(6) 2021 and (B)(6) 2021 samples: yes, sending mail kit"